Event description:
Reporter alleged 2 sets of discrepant blood glucose values when testing was performed back-to-back on the active system: lo (less than 10 mg/dl) and 117 mg/dl with no systems; and lo (less than 10 mg/dl) and 111 mg/dl with no symptoms. No treatment or action based on these results was reported. No serious adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.